Manufacturer narrative:
(B)(4).

Event description:
It was reported via clinic notes that patient was being referred for generator replacement. Within notes it reported the patient was experiencing an increase in seizures. At most recent visit the settings were increased for patient's autostim. Implant card was received for patient stating that generator replacement occurred due to battery depletion no explanted product has been received to date. No additional relevant information has been received to date.

Event description:
Explanted generator was received in product analysis. The generator was monitored for more than 24 hours in a simulated body temperature environment as part of the analysis. The results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The electrical tests performed in the product analysis (pa) lab found that the device was at the intensified follow up indicator (ifi) = no condition with a measured voltage of 2.899 volts. The memory locations indicated that 77.429% of the battery had been consumed. There were no performance, or any other type of adverse conditions found with the pulse generator. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications . No additional relevant information has been received to fate.